Event description:
It was reported that during a prostatectomy surgical procedure, the neck of the precise bipolar pyramid tip forceps instrument broke into four pieces. All of the pieces fell inside of the patient and were retrieved. The procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.